Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate tortuosity and mild calcification. Pre-dilatation was performed, and the 3.5 x 28 mm xience v stent delivery system (sds) was advanced through the guide extension device; however, resistance was met. An attempt was made to remove the sds, but resistance was met with the guide extension; therefore, the guiding catheter, guide extension, guide wire, and sds were removed as a unit. After removal, it was observed that the stent dislodged and remained in the guiding catheter. A new xience v stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds), noted blood and contrast on the shaft and contrast in the balloon and in the inflation lumen. This is consistent with preparation and handling. Two kinks in the shaft were noted proximal to the proximal seal. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the stent implant was dislodged and not returned. However, there were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded, as would be expected after the stent dislodged. Difficulty advancing/retracting the sds through the guide liner may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter/guide liner damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. The non-abbott guiding catheter used during the procedure was returned with blood and cut opened across the entire length. Additionally, a portion of the guide liner used during the procedure was returned with blood and cut in four small pieces and a 14cm length piece. The dislodged stent was not located in the returned portion of the guide liner and not located in the returned guide catheter. It is possible the dislodged stent was located in the portion of the guide liner that was not returned. The size of the guide liner was not reported and unable to be identified during product analysis. However, since the guide liner reduces in size by one french, it is possible that as the sds was manipulated in the guide liner the stent became damaged / disrupted on the balloon such that during the attempt to withdraw, the stent ultimately dislodged from the balloon. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records revealed that there were no nonconformances that could have contributed to the reported dislodgement. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. In summary, based on this investigation, there does not appear to be any indication of a product quality deficiency.